Event description:
It was reported that noise leading to oversensing and mode switch was observed on the right atrial (ra) lead. Provocative testing was performed; noise was not reproduced. The patient was stable and will continue to be monitored. There were no adverse consequences.